Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, was filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, an anterior cuff miss occurred with the first proglide device, and a posterior cuff miss occurred with the third proglide device. The sutures of two additional proglide devices were successfully preplaced using the pre-close technique in the rcfa. The sheath was upsized to 18f and the aaa procedure was completed. Hemostasis in the rcfa was achieved using the two successfully preplaced sutures of the proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Although a cuff miss was not confirmed, a link detachment was found that would likely result in a suture retrieval issue, and would appear similar to needle to cuff miss, therefore the reported complaint is confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the difficulties and additional treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.